Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unomedical, unk_reservoir, mmt-1884l. Troubleshooting was not performed, as the customer reported an insulin flow blocked alarm that had occurred in the past. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for unk_reservoir. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform a visual inspection and found moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor during visual inspection. P-cap locked in place properly during testing. The following were noted during the physical inspection: case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or in download history review. However, moisture damage found on electronic assembly (pcba 1 and pcba 2), motor, and force sensor medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.